Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). A visual inspection was performed. The cover caps on the screw pillars and the seal were intact and undamaged. A function test was performed. The device passed the self-test. It was possible to insert a syringe, select the correct syringe in the menu and to put the device into operation. The device history files were read and analyzed. According to the customers description the 25th march 2021 was analyzed as day of occurrence. The drug "norad" was chosen. A vtbi of 45ml was selected. A 50ml bd plastipak syringe was inserted into the device at 03:12 pm. According to the drive step position the syringe was filled up to about 52ml. The infusion started at 03:12 pm. The rate was at first 10ml/h. The rate was then changed very often and the infusion was stopped and started several times. At 09:56 pm the same day, the rate was changed the last time to 8ml/h. At this time, the actual infused volume was 37.07 ml. The vtbi then was changed to 5,91 ml. By calculating the drive step position and the actual infused volume, the syringe contained about 15ml at this time. The syringe holder was pulled at 10:35 pm and the infusion stopped. The actual infused volume was 42,21ml at this time (approx. 9-10ml left in the syringe). No malfunctions, anomalies or errors could be found. The pre-alarm was set to the default value of 3 minutes before end of the infusion. Considering a residual volume of 9-10 ml and a runnig rate of 8 ml/h the pump is not to alarm at this time point. With the described settings an alarm is expected when a residual volume of 0,4 ml is left in the syringe. To investigate the inside of the device, it was completely disassembled. Liquid residues could be found on the mainboard and the battery. The drive head is damaged due to an external impact. Taken together the complaint couldn't be confirmed. Based on the analysis of the history files the complaint cannont be comprehended.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in (B)(4). If an investigation report is available, a follow-up report will created. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(4): "pump did not alarm" "incident description noradrenaline was being infused at 7mls/hr. The pump was set to alarm when 7ml was remaining to alert the nurse to start a new infusion. The pump did not alarm. The patient's systolic bp plummeted to 70mmhg and the patient monitor alarmed. The patient was started on a double norad infusion and bp began to rise again."